Event description:
Customer reportedly received result of 346 mg/dl on the active system and 120 mg/dl on professional's device within 10 minutes. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.